Event description:
It was reported that the ventilator generated technical error codes indicating stop of ventilation. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The investigation regarding the reported issue with generated technical error codes has been confirmed in service report, problem description and provided log files. According to provided information the issue was resolved by reseating all three patient circuit boards. After reseating the board cards, the ventilator passed all functional and safety test and was returned for clinical use. Since no parts could be investigated further, the root cause of the issue has not been determined.